Event description:
The screw wouldn't thread into the plate during a procedure for a radius fracture. The surgeon was not sure whether there was a problem with the screw or the plate. The surgeon used a different plate and screw one size larger. There were no other issues and surgery was not delayed. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
A manufacturing evaluation was conducted. The screw received is whole and apparently intact. The rose red finish, 2.35mm diameter, and locking head configuration indicate that this is a 2.4mm variable angle locking screw of the (B)(4) family of screws. The length of 18.35mm confirms this as a (B)(4). The drive and top of the head are in good condition with only very light markings, consistent with use. The head threads have the major diameter slightly compressed. The finish has been removed on the major diameter only. The first shaft thread has also been compressed at the major diameter in a like manner. The remainder of the shaft threads are in good condition as are the flutes and tip. All of the pertinent dimensions that could be checked are within specifications. Due to the damage incurred, and also because no lot number was provided, a finite evaluation was not possible.